Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that they were still having to run to the bathroom a lot. They said the issue began a couple weeks ago. Agent reviewed therapy expectations with the patient and the patient, and their spouse was able to connect to their settings. Initially when the patient and their spouse increased the stimulation the patient stated they didn't feel the stimulation in their bike-seat and that they felt it at the ins site. Agent reviewed stimulation considerations and reviewed that they could try another program because they shouldn't be feeling the stimulation at the ins site. The patient stated they weren't sure if their health care provider (hcp) wanted them making a program change so agent redirected the patient to follow up with their managing health care provider (hcp) to discuss changing the program. Then the patient stated they no longer felt the stimulation at the implant site, and they felt it in the bike seat. The patient's spouse stated the patient had been bending over when the patient felt the stimulation at the ins and then when they stood up, they no longer felt it at the ins site and felt it in the bike seat region. The patient stated it was comfortable. The patient was redirected to follow up with their hcp. The patient stated they would be calling their hcp tomorrow (B)(6) 2023 and noted they may call back for assistance if the hcp tells them to switch programs. The patient stated they would monitor how their symptoms responded to their current therapy change in the meantime.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.